Manufacturer narrative:
Model # and device manufacture date requested. Even though miradry requested additional information, the clinic was in litigation. The rate seen (35 worldwide reportable incidents out of estimated 200,000+ procedures performed to date) is approximately 0.017% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
The clinic reported a patient who experienced pain, numbness, and weakness in the left forearm, hand, and fingers 23.6 months post miradry treatment. The treating physician recommended pain medications (novalgin subsequently perkemed). However, there was no improvement. The patient went to her family physician, who referred her to a neurologist. Testing indicated proximal lesion/irritation of the median nerve left to the level of the axilla behind and suspected crps type ii median nerve lesion 1.7 months post-treatment. No other damage was detected with the MRI and ultrasound. The neurologist prescribed urbason (steroid) and gabapentin (nerve pain medication) which reduced the pain. By 19.7 months (1.6 years) post-treatment, patient reported improvement after cortisone therapy. The neurologist suspected it is not permanent nerve damage.